Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, believed the pump malfunctioned, and changed the infusion site three times within a 24-hour period without blood glucose improvement; the user declined troubleshooting and initially sought to return the device in order to switch to insulin pens after discussing management with a healthcare professional, but later chose to continue using the device. Symptoms included hyperglycemia. Outcomes included no reported injury, no alarms, and no hospitalization. Investigation included customer service review and case assessment without device evaluation. Investigation of this case revealed no confirmed device malfunction and no device alerts, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.